Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site in response to the false high troponin I (access accutni+3) result. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a false high troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer analyzed the sample three (3) additional times, all of which recovered within the normal range. The initial, elevated result was reported outside the laboratory; the customer did not report any effect to patients or users attributed or connected with this event. A corrected report was issued with a result within the normal range. Calibration, qc (quality control), and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a rapid serum tube and was centrifuged for ten (10) minutes at 3000 g (g-force) at room temperature.